Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that insulin pump had a critical pump error alarm. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. On november 13, 2021 customer called in with the following concern: critical insulin pump error/open book image. Insulin pump power up properly after battery installation. Insulin pump was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the insulin pump. Insulin pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical insulin pump error (open book) alarm during testing. The adapt tool reveals that on november 12, 2021 insulin pump error were recorded. Proceed it by cutting insulin pump open and perform a visual inspection on connectors and electronic assembly. Per visual inspection it was determine that moisture damage was noted on electronic assemblies causing electrical short. Insulin pump also received with cracked case(battery tube), cracked battery tube threads, faded serial number label, cracked retainer and cracked keypad at select button. In conclusion, customer allegations are not confirmed. Insulin pump powered up properly after battery installation and was tested successfully. However, during download review insulin pump error alarm were recorded due to moisture damage on electronic assemblies. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring:clear. On (B)(6)2021 customer called in with the following concern: critical pump error/open book image. Device power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Device passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) alarm during testing. The adapt tool reveals that on (B)(6)2021 pump error 63 and 4 were recorded. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection it was determine that moisture damage was noted on electronic assemblies causing electrical short. Device also received with cracked case(battery tube), cracked battery tube threads, faded serial number label, cracked retainer and cracked keypad at select button. In conclusion, customer allegations are not confirmed. Device powered up properly after battery installation and was tested successfully. However, during download review pump error 63 and 4 alarm were recorded due to moisture damage on electronic assemblies. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.